Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: supplier ¿ (B)(4), packaged and released by: monument. Release to warehouse date: 10-apr-2019, part number: 03.612.010, flex arm, lot number: h759855 (non-sterile), lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance supplied by (B)(4) dated 28-mar-2019 was reviewed and determined to be conforming. Packaging label log (pll) was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Visual inspection: flex arm was received at customer quality (cq). Upon visual inspection at cq, no damage was noted to the device aside from minor cosmetic wear consistent with device use which would not contribute to the device functionality. Functional test the tensioning knob was rotated completely to tighten the flex arm. But the arm was still loose and not getting tightened as it was intended. Can the complaint be replicated with the returned device? Yes. Dimensional inspection dimensional inspection of the internal components responsible for tensioner were not accessible without destroying the device; therefore, dimensional inspection of components relevant to the jamming received condition was not performed. Document/specification review the following drawing was reviewed during investigation: flex arm assembly. No design issues were observed. Complaint confirmed? Yes. Investigation conclusion the complaint of flex arm remaining loose was confirmed with investigation. A root cause could not be determined during investigation, it is possible that the repeated usage and service may have contributed to the complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, dr. Golan was performing an misdecompression and upon setup of the flex arm, he realized that even though the flex arm was fully tightened, the arm was not maintaining its position (it remains loose as opposed to being stiff). (B)(6) simply changed mis flexarms and proceeded with the case. The patient was not impacted by this. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).